Event description:
During a coiling procedure, the physician had implanted four coils into the patient's aneurysm. The penumbra coil 400 3mm x 4 cm complex extra soft coil was then delivered into the aneurysm. The physician then attempted to detach the coil using the technique described in the instructions for use. After detachment was thought to be confirmed, the coil pusher was pulled back and it was noted that the coil was not detached. Another attempt was done with the detachment handle and the coil had still not detached. Kelly clamps were then used to pull the back portion of the pull wire and the coil did not detach. The pusher wire was pulled back again and it was noted that the coil was detached after it came back a few millimeters. The coil pusher was then used to push the coil back into the aneurysm. The case then proceeded and was finished after three more coils were implanted.

Manufacturer narrative:
Conclusion: the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Coil implanted, pusher discarded by hosp.